Event description:
It was reported that prior to setting up for the case, the drill test was run to confirm that the drill and anspach console were both in proper working condition. The drill test was complete. During setup, calibration and homing were also successful. When entering the cutting stage and stepped on the pedal, an e2 error appeared on the anspach console. Some troubleshooting was performed (unplugged drill and swapped drill), but before we were able to restart the system to clear the error, the surgeon decided to abort the navio portion of the case and just complete the case with manual instrumentation.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was returned for evaluation. The returned drill was plugged into a system with a known good console and run through a drill test. There were no errors and the drill functioned as expected. There was no problem found with the drill, console and extension cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. The surgical system user's manual released at the time of the complaint (pn 500097 rev e) provides complete and detailed instructions for drill usage and bur control. This failure mode is an identified failure in the risk assessment. We were able to confirm there was a relationship established between the reported event and the device. Since it was reported that the error was still present after unplugging and plugging the drill back in and that the error was cleared by rebooting the system and no problem was found with the returned parts, the malfunction is likely due to the e2 error which does not occur when the drill is jammed and is only clear by rebooting the anspach console.